Manufacturer narrative:
Product analysis: the analysis could not confirm the customer comment of the programmer was unable to power on. The programmer powered on without issue. It was also determined at analysis that the stylus cursor was not working and remained in the bottom corner of the screen. New software was installed but the issue remained. The display from the computer platform was replaced and calibrated to resolve the issue. The kickstand was loose, and the backup battery was empty. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to power on. The programmer was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.